Event description:
It was reported that the patient faced red area on his skin under the cannula and was treated with antibiotics.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA Action Plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged Additional information - This MDR is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions.H11: Investigation summary.Complaint Investigation Results: Review of complaint record Database 2512776 event description and all available information and assigned malfunction code No malfunction based on complaint information it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of Complaint Investigation: Lot No. 6013022 was provided, however, as no product malfunction was alleged: No visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Clinical data from a Phase 3 trial involving subcutaneous administration of foslevodopa-foscarbidopa (Produodopa) indicate that patients may experience side effects primarily at the infusion site. Reported events include erythema, pain, cellulitis, and oedema. In some cases, infusion site infections have been observed, with treatment involving oral antibiotics. Sterilization record no. 31535993 for lot no. 6013022 was reviewed as the harm code reported is related to Infection Requires Prescriptive Treatment. No issues were identified. Corrective and Preventive Action (CAPA) determination: Based on the available information, no further investigation is required for CAPA plan is needed.The record will be closed and monitored through tracking and trending (Monthly TRIPS and Alerts). Corrective Action as a result of the Investigation: N/A - This Complaint did not require escalation to CAPA, therefore no CAPA plan is available. Summary Conclusion: Based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed.Therefore, the complaint is closed based on the event description and all information made available.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 8021545.